Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tip of the stay safe connector during fill 1 of their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 4 of treatment. The cause of the leak was the stay safe connector blue pin was pushed in. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient confirmed that fluid leaked all over from the patient line and that the blue pin was not pushed in. The patient had to clamp the patient line to stop the fluid from leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient had re-setup with new supplies to complete peritoneal dialysis treatment with the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tip of the stay safe connector during fill 1 of their pd treatment. The patient reported receiving a patient line is blocked alarm during fill 1 of 4 of treatment. The cause of the leak was the stay safe connector blue pin was pushed in. Fluid was not discovered in the pump module area and on the external of the cassette. Upon follow up, the patient confirmed that fluid leaked all over from the patient line and that the blue pin was not pushed in. The patient had to clamp the patient line to stop the fluid from leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient had re-setup with new supplies to complete peritoneal dialysis treatment with the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.